Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.